Event description:
It was reported that a patient was not feeling well and throwing up with high blood glucose levels of 800 mg/dl. The patient had other symptoms such as a head ache, dehydration and abdominal pain. The patient was taken to the hospital and was treated with intravenous therapy with fluids and insulin. The patient was released after 3 days. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.